Event description:
It was reported that the patient experienced recurrent low blood glucose readings, including a documented value of 53 mg/dl, occurring in the morning and overnight, and treated with oral glucose such as juice with limited rise; the case was categorized with cause unclear and insufficient information regarding device involvement or component specifics. Customer care provided support that included communication with the user and transferring to clinical team for in depth analysis of low blood glucose. Investigation of this case revealed no findings available, with insufficient information regarding a medical device problem and insufficient information regarding any specific device component. Symptoms included hypoglycemia with episodes of confusion or disorientation and observed pauses suggestive of impaired responsiveness. Outcomes included no health consequences or lasting impact. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.